Event description:
Healthcare professional reported "upon opening inner shell, the tyvek top ripped and left shreds". The device was not used.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "upon opening inner shell the tyvek top ripped and left shreds".

Manufacturer narrative:
Additional, changed, and/or corrected data: g4.

Event description:
Healthcare professional reported "upon opening inner shell, the tyvek top ripped and left shreds". The device was not used.